Manufacturer narrative:
H.6. Investigation: three photos were provided for evaluation. The three photos show a 60ml syringe barrel damaged at the 35ml scale marking. The potential cause can be attributed to the syringe assembly process. After the molding process, the barrel goes for printing the scale then silicone is applied. After that, the plunger-rubber stopper is assembled. A jam could have occurred during this assembly process and the damage was not detected in the next processes. DHR was performed. There was no documentation for this type of defect during the entire production run of this batch #. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: a nurse opens the syringe package and discover that the syringe is broken. They look at the package but it seams to be entire/whole, only the syringe is broken.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: a nurse opens the syringe package and discover that the syringe is broken. They look at the package but it seams to be entire/whole, only the syringe is broken.